Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not turn on. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information provided in device evaluated by MFR? And evaluation codes. The device was serviced on-site by a field service technician. Visual inspection, a service history review, and functional testing were performed. The reported issue was identified during functional testing as a f94 alarm. The cause of the condition was determined to be low battery voltage. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.